Event description:
It was reported that the insulin pump has physical damage. Customer stated that the pump is cracked around the reservoir compartment. Customer's blood glucose reading was 73 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unable to download due to multiple a47 alarms noted in alarm history screen. A47 alarm noted due to corrupted history files. Unit received with minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.